Event description:
It was reported that during implant, the stylet got stuck inside the right ventricular lead. The lead was not used, and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned where it was discovered that the distal conductor was distorted. The lead was stretched. The inner insulation was kinked/buckled. There was blood in/on the helix mechanism. There was damage at implant.